Event description:
I used renu with moistureloc contact lens solution from july, 2006 - oct, 2006. At which time, it went to the emergency room with severe pain in my right eye. I was subsequently diagnosed with fusarium keratitis and am presently taking anti-fungal therapy. My vision in the right eye was about 50% for over a month.